Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years and six months post filter deployment, the patient allegedly had a computed tomography scan that showed that the filter tilted, migrated renal veins and struts perforated. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten months later, the patient presents for elective removal of filter. An access made via internal jugular vein and the micro-puncture wire was advanced into the superior vena cava. The needle was then exchanged for a 5-french micro-puncture sheath. Through this sheath and over the wire, an omni, flush catheter was advanced into the inferior vena cava and positioned below the filter and inferior vena cava angiogram revealed no thrombus within the filter. The 5-french sheath was exchanged for an 8-french 55 cm length raabe sheath, which was passed over the wire and positioned just above the filter. The wire was then removed. Through the 8-french sheath, a trilobed snare was advanced. It was used to engage the hook at the top of the filter. This was drawn tight, and the sheath advanced over the filter. This passed approximately halfway down the filter easily, but it became apparent that one of the filter tines was adherent to the inferior vena cava wall. Further attempts to advance the sheath results severe pain in the patient's right flank. Several further attempts were made to withdraw the filter into the sheath. In each case, the filter would not fully engage in the sheath and the patient had significant pain. At this point, the decision was made to convert the filter to a permanent filter. The filter had some deformity to it. After six months later, again the patient presented for filter removal. Percutaneous access to the right internal jugular vein was obtained. Under fluoroscopic guidance, a micro-puncture wire was advanced into this vessel. The wire was exchanged for an amplatz stiff wire, which was passed into the superior vena cava. The catheter was exchanged for an omni flush catheter, which was reformed in the inferior vena cava below the filter. An inferior vena cava angiogram revealed deformation of the filter to be resolve, although there did appear to be a single bent strut of the filter and no thrombus located within the filter. The decision was made to pass a gooseneck snare from below to engage the top of the filter and allow compression of it during sheath advancement from the jugular vein sheath. A percutaneous puncture was made into the right femoral vein. Under fluoroscopic guidance, an amplatz stiff wire was advanced into in the inferior vena cava. A goose neck snare catheter was advanced through the filter struts. Multiple attempts were made to encompass the proximal portion of the filter but unsuccessful. Therefore, the snare catheter was used to grab the distal portion of the 20-french sheath coming from the internal jugular vein. Using this for traction, the sheath was positioned directly above the filter. After multiple attempts, the procedure was terminated. The previous deformity had resolved. After one-month, computed tomography of the abdomen without contrast revealed the filter was tilted, apex left by approximately 17 degrees and apex anterior by approximately 10 degrees. Abnormal positioning of the filter; the apex of the filter terminates at the level of the left renal vein. The right renal vein inflow more inferiorly was at the level of the mid filter. Perforation beyond the inferior vena cava wall with or without involvement of the adjacent organ/vessel. Four filter struts penetrated the caval wall. Struts abuts adjacent paraspinal osteophytes with minimal osseous reaction, however there was no evidence of adjacent organ involvement. There was no filter strut fracture or bend. The patient experienced abdominal pain. Therefore, the investigation is confirmed for alleged filter tilt, material deformation, perforation of the inferior vena cava, and retrieval difficulties. However, the investigation is inconclusive for alleged filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: h6(device: 2976, 4001), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years and six months post filter deployment, the patient allegedly had a computed tomography scan that showed that the filter tilted, migrated renal veins and struts perforated. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.